Event description:
The reporter stated that he did back to back blood glucose tests, within 2 minutes, using different hands and different strips. The results were 220 and 86 mg/dl. He did not have any symptoms. During troubleshooting he said that he had a difficult time getting 2nd sample; also mentioned that he had never cleaned his meter. On followup, a control solution test result was in range, 147 (98-149). The lifescan representative reviewed qc procedures, discussed testing techniques and meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8